Event description:
Pt admitted for replacement of ICD. Indications for replacement were ventricular tachycardia and increased charge waves of pt's current ICD. This pre-existing model was removed and replaced without complications.